Event description:
It was reported that during testing conducted at the user facility, the drill was overheating. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, corrosion was found in the internal components, including the rotor, motor, dirveshaft assembly and bearings. The increased friction of the corroded parts is a probable cause of the reported overheating. The reason for the serialization starting with 90xxx is to provide clarification following a chang e in stryker's electronic complaint systems.